Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, nipple sensation increase/decrease, capsular contracture baker grade IV, visibility/palpability.

Event description:
Patient reported "rupture, nipple sensation increase". Later patient reported "think implant has ruptured because it is smaller than it used to be and it feels different". Later healthcare professional reported "capsular contracture - baker grade IV". This record is for the right side. The device remains implanted.